Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy fusion biliary cytology brush. During use of the brush in the pancreas, the distal tip of the brush reportedly broke off inside the pancreatic duct. The physician made an attempt to remove the detached tip from the pancreas, but this was unsuccessful. The pt went into surgery the following day. The physician determined that the pt would be alright to leave the broken piece in the pancreatic duct and monitor it closely. The pt has since been taken off the ventilator and blood levels were reportedly "becoming normal." Several attempts were made in an effort to collect additional info regarding pt impact and product usage. Specifically, we requested the exact reason for ventilator and blood level monitoring. The info initially provided does not indicate if the ventilator and blood level monitoring is related to the patient's preexisting condition or the device occurrence. The complainant did not specify if the pt experienced any adverse effects due to this occurrence.

Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, this represents an unusual occurrence. The likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Prior to distribution, all fusion biliary cytology brushes are subjected to a visual inspection to ensure device integrity. Corrective action: no corrective action warranted at this time because the report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This represents an unusual occurrence. The likelihood of this type of occurrence is remote. Customer qa will continue to monitor for complaint trends.